Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 432 mg/dl and the current blood glucose level was 350 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart and displacement test. No unexpected off no power, bad battery , low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads. (B)(4).